Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm without any prior low battery alert. Customer's blood glucose level was unknown. Customer reported that it was the second occurrence of replace battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly.